Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, increasing number of inappropriate mode switch episodes caused by right atrial lead noise oversensing were observed. The event of inappropriate mode switch episodes has been occurring for months. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information received notes that the right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.